Event description:
The "c" retention ring on the new gamma 3 targeter came off inside the patient during surgery. This ring was originally located at the junction of the targeter and the nail. We discovered it had come loose upon final x-ray. We were able to remove the ring from the patient before closing. The scrub tech immediately re-attached the ring to its proper position on the targeter.

Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report.